Manufacturer narrative:
Manufacturing and inspection records were reviewed for t8 cannulated hexalobe driver (part number 80-4151, batch number 589797) and t8 cannulated stick fit hexalobe driver (part number 80-4155, batch number 589809) and no anomalies were found. The drivers were examined visually under magnification. Both driver tips presented with a distinguishable, angled approximately 45-degree fracture planes relative to the driver's long axis. The 80-4151 driver tip also had curved deformation observable on two different hexalobe tines. Each driver tip had a vertical fracture line parallel with the driver's long axis at approximately the base of a valley between each external lobe feature. Each driver tip also had smaller facets relative to the 45-degree fracture plane which showed a spiral like shape. The broken off tip portions of the driver tips were not included in the returned materials. Both driver tip presentations supported characteristics of a torsional failure pattern in a brittle material. The driver tip's fracture patterns supported the information provided in the reported event. Not all the broken off tip pieces were returned. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.

Event description:
2 of 3 it was reported during surgery two drivers broke while inserting the at3 mini screw. The tip was removed from the head of the screw. The surgery was completed after a 30-min delay. There were no adverse patient consequences reported. This report is related to report numbers 3025141-2023-00732 and 3025141-2023-00734 for the other driver and screw involved in this event.

Manufacturer narrative:
Per information received, it was indicated the device was available for evaluation; however, the results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. Based on the information received, the root cause could not be determined.